Event description:
It was reported that this peritoneal dialysis (PD) patient passed away while connected to the liberty select cycler. The cause was reported to be non-PD related. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (PDRN). On (b)(6)2026 this patient was connected to the liberty select cycler for peritoneal dialysis treatment. The patient was in drain 2 when the patient¿s wife witnessed the patient go into cardiac arrest. The wife initiated cardiopulmonary resuscitation (CPR) and called 911. Emergency medical services (EMS) arrived, and the patient was pronounced deceased at home. The cause of the patient¿s death was documented as cardiac arrest. The death was not related to any Fresenius device(s) or product(s) and/or their dialysis therapy. There was no reported issue with the cycler or the treatment prior to the patient¿s cardiac arrest event. No additional information pertaining to the event was provided.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY. CLINICAL REVIEW: THERE IS A TEMPORAL RELATIONSHIP BETWEEN PERITONEAL DIALYSIS UTILIZING THE LIBERTY SELECT CYCLER AND THE PATIENT EVENT OF CARDIAC ARREST AND DEATH. HOWEVER, THERE IS NO DOCUMENTATION IN THE COMPLAINT FILE TO SHOW A CAUSAL RELATIONSHIP BETWEEN THE ADVERSE EVENT AND USE OF THE LIBERTY SELECT CYCLER. ADDITIONALLY, THERE IS NO ALLEGATION OF A DEVICE MALFUNCTION OR DEFICIENCY REPORTED FOR THIS EVENT. THE CAUSE OF DEATH WAS DOCUMENTED AS CARDIAC ARREST. CARDIOVASCULAR DISEASE IS THE LEADING CAUSE OF DEATH AND SUDDEN CARDIAC DEATH, CAUSED PRIMARILY BY ARRHYTHMIAS, IS THE CAUSE OF NEARLY 30% OF ALL-CAUSE MORTALITY IN DIALYSIS PATIENTS. BASED ON THE AVAILABLE INFORMATION AND NO ALLEGATION OR EVIDENCE OF A MALFUNCTION OR DEFICIENCY, THE LIBERTY SELECT CYCLER CAN BE EXCLUDED AS THE CAUSE OF THE PATIENT¿S DEATH.

Event description:
IT WAS REPORTED THAT THIS PERITONEAL DIALYSIS (PD) PATIENT PASSED AWAY WHILE CONNECTED TO THE LIBERTY SELECT CYCLER. THE CAUSE WAS REPORTED TO BE NON-PD RELATED. ADDITIONAL INFORMATION WAS OBTAINED THROUGH FOLLOW-UP WITH THE PATIENT¿S PERITONEAL DIALYSIS REGISTERED NURSE (PDRN). ON (B)(6) 2026, THIS PATIENT WAS CONNECTED TO THE LIBERTY SELECT CYCLER FOR PERITONEAL DIALYSIS TREATMENT. THE PATIENT WAS IN DRAIN 2 WHEN THE PATIENT¿S WIFE WITNESSED THE PATIENT GO INTO CARDIAC ARREST. THE WIFE INITIATED CARDIOPULMONARY RESUSCITATION (CPR) AND CALLED 911. EMERGENCY MEDICAL SERVICES (EMS) ARRIVED, AND THE PATIENT WAS PRONOUNCED DECEASED AT HOME. THE CAUSE OF THE PATIENT¿S DEATH WAS DOCUMENTED AS CARDIAC ARREST. THE DEATH WAS NOT RELATED TO ANY FRESENIUS DEVICE(S) OR PRODUCT(S) AND/OR THEIR DIALYSIS THERAPY. THERE WAS NO REPORTED ISSUE WITH THE CYCLER OR THE TREATMENT PRIOR TO THE PATIENT¿S CARDIAC ARREST EVENT. NO ADDITIONAL INFORMATION PERTAINING TO THE EVENT WAS PROVIDED.

Manufacturer narrative:
Additional information provided in D9 and H3. Plant Investigation: A visual inspection of the returned Cycler exterior showed no signs of Physical Damage. There were visual indications of dried fluid within the cassette compartment on the Pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System Air Leak Test Passed. Valve Actuation Test Passed. A Simulated Treatment using (As-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the Mushroom Heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a Device History Record (DHR) review was performed and verified that the results of the in-progress and final Quality Control (QC) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.